Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted as per ppf) plaintiff received treatment for menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods).psych injury, uti, nickel allergy diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 1-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/coil shattered in tubes') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time to implant on the left side". The patient's concurrent conditions included overweight. Concomitant products included sumatriptan succinate (imitrex df) and topiramate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant) and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain female/chronic/left side") and back pain ("back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), eye pain ("pain and heaviness in eyes") and asthenopia ("pain and heaviness in eyes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, nausea, vision blurred, weight increased, migraine, eye pain and asthenopia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthenopia, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, eye pain, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011(discrepancy noted as per ppf) plaintiff received treatment for menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods). Psych injury, uti, nickel allergy. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-nov-2019: fu 4 and 5 processed together. Pfs received. Reporter information, lab data added. Event : migraines / headaches, pain and heaviness in eyes added. Event vision problem were updated as vision problem/blurred vision on 1-nov-2019: fu 4 and 5 processed together. No new information added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/coil shattered in tubes/essure in left tube shredded into 7pieces') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time to implant on the left side". The patient's medical history included multi gravida, back surgery, appendectomy, left lower quadrant pain and parity 3. Concurrent conditions included overweight, bacterial vaginosis, vaginal discharge and dysfunctional uterine bleeding. Concomitant products included sumatriptan succinate (imitrex df) and topiramate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant) and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain female/chronic/left side") and back pain ("back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("essure expelled"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), eye pain ("pain and heaviness in eyes") and asthenopia ("pain and heaviness in eyes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, nausea, vision blurred, weight increased, migraine, eye pain and asthenopia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthenopia, back pain, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye pain, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 , (B)(6) 2011(discrepancy noted as per ppf) plaintiff received treatment for menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods).psych injury, uti, nickel allergy. Current weight 215 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage/coil shattered in tubes/essure in left tube shredded into 7pieces') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "hard time to implant on the left side". The patient's medical history included multi gravida, back surgery, appendectomy, left lower quadrant pain and parity 3. Concurrent conditions included overweight, bacterial vaginosis, vaginal discharge and dysfunctional uterine bleeding. Concomitant products included sumatriptan succinate (imitrex df) and topiramate. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced device breakage (seriousness criterion medically significant) and migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2012, the patient experienced pelvic pain ("pelvic pain female/chronic/left side") and back pain ("back pain/lower back pain"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device expulsion ("essure expelled"), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), nausea ("nausea"), vision blurred ("vision problem/blurred vision"), eye pain ("pain and heaviness in eyes") and asthenopia ("pain and heaviness in eyes") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, nausea, vision blurred, weight increased, migraine, eye pain and asthenopia outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, asthenopia, back pain, dermatitis allergic, device breakage, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, eye pain, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, urinary tract infection, vision blurred and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 , (B)(6) 2011(discrepancy noted as per ppf) plaintiff received treatment for menorrhagia (heavy menstrual bleeding),menorrhagia (bleeding b/w periods).psych injury, uti, nickel allergy. Current weight 215 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.1 kg/sqm. Hysterosalpingogram - on (B)(6) -2012: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-mar-2020: medical record received. Event per mr: essure expelled. Medical history and concurrent condition were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and device dislocation ('migration ') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping),"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pelvic pain female/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding),"), metrorrhagia ("menorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy"), dermatitis allergic ("allergy: rash/skin condition"), psychological trauma ("psych injury"), urinary tract infection ("uti"), alopecia ("hair loss"), nausea ("nausea") and visual impairment ("vision problem") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the device breakage, device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, allergy to metals, dermatitis allergic, psychological trauma, urinary tract infection, alopecia, hormone level abnormal, nausea, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dermatitis allergic, device breakage, device dislocation, dysmenorrhoea, dyspareunia, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain, psychological trauma, urinary tract infection, visual impairment and weight increased to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2011 (discrepancy noted as per ppf). Plaintiff received treatment for menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods). Psych injury, uti, nickel allergy. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2012: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received. Reporters information updated. Event: injury were updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain , menorrhagia (heavy menstrual bleeding), menorrhagia (bleeding b/w periods), nickel allergy, rash/skin condition, breakage, psych injury, migration, urinary tract infection, hair loss, hormonal changes, nausea, vision problem, weight gain were added. Lab data were added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.